Event description:
On (B) (6) 2010, the patient underwent a primary fusion at l3-s1. The surgeon was working with a sequoia speedlink ii medium by placing it on the rod and extending it when the cam fell out, and the transconnector disassembled. The surgeon picked up the pieces, and proceeded with another transconnector finishing the surgery without further incident. There was no delay and no harm to the patient.

Manufacturer narrative:
Evaluation is pending upon completed investigation of the product.